Manufacturer narrative:
Unit passed displacement test, selftest, and active current measurement. No battery or power anomalies noted in power graph, however unit received with unexpected battery power loss and had high sleep current, problem isolated to electrical board. (B)(4).

Event description:
It was reported that the insulin pump had low battery alarm. The customer¿s blood glucose was 9.2 mmol/l at the time of incident. The customer stated that battery only lasts for 5 days. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.